Event description:
A malfunction alarm was reported, identified by a code. There was no adverse impact to the customer's blood glucose level, which remained below 500 mg/dl. Technical support assisted the customer with resetting the pump and provided instructions for further actions. The malfunction did not recur after resetting, and the customer was advised to continue using the pump and to call back if any issues reoccurred.